Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a system error 2240 (air in tubing) alarm on the homechoice device during peritoneal dialysis (pd) therapy. There was nothing noted that could have caused or contributed to the reported alarm. It was unknown how the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.